Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse found customer had installed the prefilter upside down, causing the low pressure. Fse replaced the prefilter right side up and conducted a prescheduled preventive maintenance (pm) on the instrument while on site. Fse also ran quality controls (qc) and all results passed within acceptable range. The g8 instrument was performing as intended, the error cleared. No further action was required from field service. A 13-month complaint history review and service history review for serial number (B)(4) from (B)(6) 2016 through aware date (B)(6) 2018 for similar complaints was performed. There were no similar complaints identified during the searched period. The g8 operator's manual under chapter 6: troubleshooting, error 101 pressure low is generated when the pressure will not rise because the pump is unable to run due to air bubbles in the pump check valve. If the elution buffer is empty, place a new elution buffer and execute reagent change. Next, execute drain flush. The most probable cause of the reported event was due to pre-filter was installed upside down.

Event description:
On (B)(6) 2018, customer reported getting 101 pressure low error on the g8 instrument. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. The 13 month review in the initial MDR was corrected to state: a 13-month complaint history review and service history review for serial number (B)(4) from 28-dec-2016 through aware date 28-jan-2018 for similar complaints was performed. There were no similar complaints identified during the searched period.